Event description:
Device: "bd pre-filled normal saline flush syringe","5 ml syringe", "lot 8301326", exp. Date: 2011-09", quantity: "30 single use syringes." Intended use of product: to flush "PICC line" after IV antibiotic therapy. Manufacturer: made in USA, 2007. Problem-s-: two: large bubble formation on/near rubber plunger after vacuum broken. Bubble size 7-10 mm -approximation direction: diameter of syringe- and 3-5 mm -approximation direction: length of syringe-. Before seal was broken, the plunger area was checked for bubbles. Any bubbles were forced to top by "flicking" the plastic area near the bubble with finger nail -see below, note 2-. When vacuum seal was broken, the syringe was held in a position with the "plunger rod" pointing downwards. Therefore, air should not have traveled from top to bottom. Two bubbles adhere to rubber plunge. On most occasions, the original bubble was the size of the bubble that formed after vacuum seal was broken. This may suggest leakage during storage when considering potential bubble size restriction due to internal pressures of syringe, atmospheric pressures, surface tension, and temperature. On the other hand, the bubble may have formed during manufacturing operations. I will be sending the same report to the company. I may call them as well. I will also be contacting co, which is the outpatient nursing company providing me services. Side notes: the label can make bubble detection difficult. I have two degrees: chemical engineering and biological sciences and have worked for the FDA and pharmaceutical industry. Dose: 5 ml. Frequency: once per day. Route: IV. Dates of use: continued use, 2009. Diagnosis: PICC line flush after "antibiotic IV therapy".